Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the long bipolar grasper instrument was found to have a broken conductor wire.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The long bipolar grasper instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. Components adjacent to the broken wire do show damage. The grip cable is broken. Additionally, the instrument was found to have a broken grip cable at the distal end.

Manufacturer narrative:
Adding the field action number and correcting the annex g code.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: it was reported the cable was broken but no loss of cautery. There was no arcing observed. The instrument did not collide with any other instrument. There were no complications to the patient and no reported injury.

Event description:
Refer to h11 for follow-up information.